Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the completed investigation's review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the final investigation. Updated fields: b3 (updated to match the customer's sample/result date), b5, h3, h6, h11. The complaint investigation reviewed the customer provided the cds processes where [no obvious deviations from instructions for use (IFU) were identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025, sampling from: air/water channel, cfu: <1 cfu, bacterial identification: na. Sampling date: (B)(6) 2025, sampling from: auxiliary channel, cfu: <1 cfu, bacterial identification: na. Sampling date: (B)(6) 2025, sampling from: instrument channel, cfu: 2 cfu, bacterial identification: neobacillus sp, rossellomorea sp. Sampling date: (B)(6) 2025, sampling from: suction channel, cfu: <1 cfu, bacterial identification: n/a. Sampling date: (B)(6) 2025, sampling from: instrument channel, cfu: 18 cfu, bacterial identification: bacillus cereus, bacillus species, cytobacillus horneckiae, peribacillus sp. Sampling date: (B)(6) 2025, sampling from: suction channel, cfu: 2 cfu, bacterial identification: rossellomorea sp. Sampling date: (B)(6) 2025, sampling from: air/water channel, cfu: <1 cfu, bacterial identification: na. Sampling date: (B)(6) 2025, sampling from: auxiliary channel, cfu: <1 cfu, bacterial identification: na. The device was evaluated where no abnormalities were found that could have led to the reported event. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive for greater than 100 colony forming units (cfus) of pseudomonas aeruginosa, 5 cfu of proteus vulgaris gruppen, 21 cfu of achromobacter xylosoxidans, and 1 cfu of klebsiella pneumoniae.